Manufacturer narrative:
The event occurred on an unspecified date in 2017. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a connection issue between the supply line and the solution bag resulting in a leakage of dialysis solution. The patient broke the frangible and they did not fully connect the solution bag to the cassette; therefore, the dialysis solution leaked all over the patient's night stand including his pd supplies. The patient restarted therapy with all new supplies. There was no patient injury or medical intervention associated with this event.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, it was reported that there was an incomplete connection between the solution bag and the supply line, which is a known cause of the reported leak. The cause of the connection issue was not determined. Should additional relevant information become available, a supplemental report will be submitted.